Event description:
Capsular contracture, breast deformity with firmness and hardness, left implant leakage upon removal 9/7/94, neck pain radiating up back of head, left arm numbness, headache, finger numbness, calcified breast capsules, pneumonia, pleurisy, frequent colds, back pain, joint swelling/pain/stiffness in fingers, ankles, breast tenderness, fatigue, coldness and pain of extremities, implants too large, visible implant wrinkles, eye and throat dryness, problems sleeping, arm tingling.